Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while suturing during the procedure, a doctor let the needle through the loop and tied it up, then the loop broke. The procedure was completed with another device. No patient harm reported.